Event description:
Customer reportedly obtained results of 155mg/dl and lo within 10 minutes on the same device. Customer states they drank a protein drink in response to the results. No adverse event reported. Requested return of suspect device and replacement was sent. Device: strip lot: 20649741, 11/31/07. Location of comparison not provided.

Manufacturer narrative:
Suspect device is strip lot 20649741, 11/2007.